Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), during implant of a core valve (non-edwards (ew)) device which embolized into the ascending aorta (ao). The edwards team was called to place a 29 mm sapien 3 (s3) valve in the aortic position. The non-ew valve was snared and pulled into the ascending arch and the 29mm s3 was advanced with some difficulty across the non-ew valve. The 29mm s3 jumped across when force was applied to get the s3 across and the patients pressure dropped to 30mmhg. The valve was positioned and deployed in a 80:20 position and CPR was started. There was a large effusion noted on the transesophageal echocardiogram (tee). The patient was started on cardiopulmonary support (cps) and the chest was opened and both valves were removed, a surgical repair of the ascending aorta was done and a surgical aortic valve replacement (savr) was completed. There was a large dissection on the ascending aorta noted from the core valve that was attributed to the s3 pushing the core valve into the ao. The patient was stable through the surgical repair. Additional information received by the fcs notes that the patient expired on the same evening of the surgery. The savr and root repair were completed, however the patient's left ventricle (lv) and right ventricle (rv) were weakened, and the patient began a slow decline on max pressors until they went asystolic and were unable to be revived.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the ascending aortic dissection is unknown. However procedural factors (device manipulation with difficulty to cross the previously implanted valve) and/or patient factors (calcification and significant tortuosity in the aorta) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.